Event description:
It was reported that an ilet user experienced increased glycemic variability with recurrent hypoglycemia followed by hyperglycemia, including a low of 39 mg/dl and a current reading described as ¿high,¿ approximately 401 mg/dl or greater. Symptoms included low blood glucose episodes and high blood glucose readings. Outcomes included urgent and non-urgent low glucose events and the need for clinical triage and education. Investigation included clinical review, troubleshooting, and education on appropriate hypoglycemia treatment, meal announcement strategies, and consideration of consistent announcements versus temporary withholding. Investigation of this case revealed that overtreatment of hypoglycemia, inconsistent meal announcements, and pausing insulin likely contributed to alternating lows and highs, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause.